Event description:
This report is for an expedium quick-connect di poly screwdriver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 279722400 xpdm quick-con di poly scwdrvr, lot: 0209mi, supplier: (B)(4), release to warehouse date: february 11, 2009. No nonconformance reports (ncrs) were generated during production. Visual inspection: the xpdm quick-con di poly scwdrvr was received at us customer quality (cq). The distal tip of the device has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has worn off and discolored. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: since distal tip has completely broken off, shaft diameter proximal to breakage was measured. Drawing: measured dimensions: shaft diameter = conforming. Document/specification review: the current and manufactured to drawings were reviewed based on the date of release to the warehouse. Conclusion: the overall complaint was confirmed for the received xpdm quick-con di poly scwdrvr as the distal tip of the device has completely broken off. There was no evidence of the threaded tip after the breakage. Although no definitive root-cause can be determined, it is likely the device encountered unintended forces such as over torque during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the tip of the screwdriver broke while inserting the screw. The tip remained in the screw head. The screw was removed and a different screw was inserted with a different screwdriver. There was a five minute surgical delay. Procedure was successfully completed. Concomitant device reported: unknown screws (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).